Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 177, 120, 193, 159 and 96 mg/dl. Customer advised that the results from the meter were taken 1 right after the other. Customer is only concerned with the erratic results and not the high results. The customer¿s expected blood glucose test result ranges are below 90 mg/dl am fasting, below 140 mg/dl 1 hr. After meal and below 120 mg/dl 2 hrs. After meals. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 147 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/19/2026 and open vial date is (B)(6) 2025. The meter memory was reviewed for previous test result history: result 1: 177 mg/dl date: (B)(6) 2025 time: pm 1 hr. After meal, result 2: 120 mg/dl date: (B)(6) 2025 time: pm 1 hr. After meal, result 3: 193 mg/dl date: (B)(6) 2025 time: pm 1 hr. After meal, result 4: 159 mg/dl date: 10/29/2025 time: pm 1 hr. After meal, result 5: 96 mg/dl date: (B)(6) 2025 time: pm 1 hr. After meal.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned-reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 10-nov-2025 to ensure to ensure that the initial concern was resolved - able to establish contact with customer who indicated comfortable with the glucose readings from the product.